Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -7.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a lens of different diopter due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection could not be performed due to significant lens damage. Claim# (B)(4).